Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests, using the same fingerstick. The results were 172, 158 and 110 mg/dl. The reporter did not have any symptoms. On followup, the reporter confirmed the above info. No harm was alleged.